Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer admitted to ICU. The blood glucose reading is 324 mg/dl. The blood glucose reading at the time of the event was 495 mg/dl. Customer was thirsty and vomiting. Diagnosed diabetes ketoacidosis. Hospital is treating with insulin drip. Nothing further reported.